Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 27aug2019. The manufactures field service engineer (fse) performed troubleshooting and advised the customer to replace solenoid 3 & 4 however; following further troubleshooting it was later declared that the unit was actually producing error code 100b (watchdog test failed). The customer was advised to replace the central processing unit (cpu). The customer ordered the cpu to make the necessary repairs to address the issue of error code 100b. Multiple attempts were made to follow-up with the customer to obtain resolution / disposition information for the repair; however, there was no response. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the device displayed an error code 110b (proximal pressure sensor auto-zero failed). It is unknown if the unit was in clinical use at the time the reported issue was discovered.